Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, device was not detected on bus. User tried to reboot but unable to recover. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not detected on the bus. The field service engineer (fse) arrived on site and worked with the customer to remove the back cover and reseat all cabling connected to the auxiliary components. After the cabling was reset, the station was rebooted and normal operation was verified. The field service engineer also proceeded to the pharmacy and recovered the drawers. The case was closed after successful verification. The system functioned as intended after field service engineer repaired the device.